Event description:
Report received of a tubing separation at the y-site. No specific pt info was provided. It was reported that a pt was receiving an infusion of saline. At some point after the start of the infusion, it was noted that the tubing had separated at the y-site. Less than 1 cc of blood backed up into the hub, and 30cc of saline leaked onto the pt's bed. The tubing set was changed and the infusion resumed with no further incident. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.